Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator on (B)(6) 2022 about their mobile power unit (mpu) constantly alarming at home. No leds were illuminated. There was a constant tone. The patient unplugged the mpu and then removed the batteries to silence the mpu. The patient stated that the alarm started on (B)(6) 2022 and that they have been on battery support since. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of an unknown alarm on the mobile power unit was not confirmed. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the return status of the mpu and if there were any log files available; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis.the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#:(B)(6) was manufactured in accordance with manufacturing and qa specifications.heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarmsheartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the mobile power unit was not confirmed. The heartmate mobile power unit (serial #: (B)(6)) was serviced at the abbott service depot and no log files were submitted for review. The unit was able to boot up as intended. The mpu was able to function as intended for several days on a mock loop with no issues. The reported event was not confirmed. The unit was returned to the customer. The root cause of the reported event was unable to be determined in this analysis. Incidental finding: damaged patient cable. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.